Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "fluid spill, no power." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. The report of fluid spill was not confirmed, however, there was a burning smell. The machine smoked, had electrical arcing and burning smell. The power supply was replaced and upgraded. (B)(4).